Event description:
About three weeks prior to the date of this report, it was reported the patient experienced a loss of therapeutic effect. A couple weeks prior, the patient increased stimulation from 1.0v to 1.4v and they noticed that their leg down near the device wire was ¿sort of getting numb.¿ stimulation decreased back to 1.0v and the patient started having problems with incontinence again. At the time of the call, stimulation was at 1.4v and when the patient would get the urge to pee, they did not have enough time to get to the restroom. Information received as of the date of this report indicated the cause of the event was that the patient fell. Stimulation was only felt in the right buttock and down the right leg. Reprogramming done on (B)(6) 2013 was not effective. It was noted there was a revision of the lead and battery scheduled for (B)(6) 2013. No hospitalization was required and the patient outcome was non-serious injury/illness. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Additional information received reported the patient¿s system was replaced with a new implantable neurostimulator and lead on (B)(6) 2013. It was also noted the patient had fallen off a bicycle.

Manufacturer narrative:
Product ID: 3093-28, lot# v858764, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v858764, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
No new information.